Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional (hcp) reported that the patient was hospitalized for seizures. The hcp reported that an MRI was for a "new" onset of seizures. It was asked but unknown if the symptoms were related the device or therapy. The procedure was not due to a problem with the device or therapy. Relevant medical history includes non-malignant pain and occipital neuralgia. Further follow up is being conducted in regards to the recent onset of seizures. If additional information is received, a follow up report will be sent.